Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300s mg/dl; cause was not known. Contact assisted the customer with setting temporary basal rates and delivered correction boluses. Recommendation was made for the customer to discuss the event with a healthcare provider.